Event description:
Pt was bleeding for 5 days following implant of the device. Pt had to be infused with a unit of blood. When device was removed, pt stopped bleeding. Pt did not complete brachytherapy.